Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was symptomatic from repeated episodes of non-sustained ventricular tachycardia (nsvt) and presented in the hospital. Upon interrogation, it was noted that the pacemaker was functioning normally. Review of the nsvt episodes revealed intermittent ventricular under-sensing. No intervention was performed. The patient was in unstable condition.